Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of noise reversion resulting in myopotential oversensing was observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.